Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) but prior to deployment of the device it was noted the patient experienced tamponade from perforation. Intervention and surgery was performed. The delivery system was attempted / not used. No further patient complications have been reported as a result of this event.